Event description:
Related manufacturing ref 3008452825-2017-00221, 3008452825-2017-00222, 3005334138-2017-00171, 3008452825-2017-00223, 3005334138-2017-00172, 3008452825-2017-00225. Following a successful pulmonary vein isolation procedure, a pericardial effusion was noted. During a follow-up monitoring in the recovery room, the patient became hypotensive and developed jugular vein congestion. An echocardiogram revealed a pericardial effusion. A pericardiocentesis was performed to treat the effusion. The patient was transferred to the ICU in stable condition. There were no performance issues with any abbott device.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. Review of the log files revealed the device functioned as intended and there were no contributing anomalies. Force measurements were recorded during ablation that exceeded the recommended values per the IFU; however, due to unknown procedural conditions we are unable to conclusively determine the cause of the reported event. The device history record was reviewed to ensure that each manufacturing and inspection with abbott specifications and procedures. The cause of the reported pericardial effusion could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.